Event description:
Medtronic received information that during loading of a transcatheter bioprosthetic valve on this delivery catheter system (dcs), there was difficulty closing the capsule. During implant, clicking was heard during the valve deployment. The user placed mild upward pressure to the cursor. The dcs macro slider repeatedly went off track during deployment and would not deploy the valve beyond the proximal end of the nose cone. The dcs, with the valve still loaded, was removed from the patient, and a new dcs and valve were successfully used. It was reported that the patient's anatomy was not tortuous. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. The analysis and investigation are ongoing. A supplemental report will be filed upon comp letion of the analysis and investigation. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the distal end of the delivery catheter system (dcs) was damaged and a kink was observed on the dual shaft at the hypotube transition. The handle was intact. The micro knob (thumb wheel) retracted and advanced the capsule with slight difficulty. The macro (cursor) moved to fully advance and retracted positions and locked in place when released. Measurement of catheter tabs distal to capsule= 6.79 mm. The distal tip of the capsule seated flush against the plunger tip when fully advanced. A tiny kink was observed on the proximal end of the capsule. A kink was observed at the plunger tube/hub transition. Conclusion: investigation is in progress. A supplemental will be submitted upon completion.